Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during a procedure to remove of stones in the bile duct performed on (B)(6), 2010 (patient age, gender and weight are unknown). According to the complainant, the balloon successfully inflated during preparation, however when inflation was attempted inside the bile duct, the balloon inflated a little and then would no longer inflate. It was confirmed that no resistance was met during insertion of the device into the scope. It was reported that damage was noted on the balloon however the type of damage is unknown. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a review of similar complaints was performed and concluded there were no previous complaints for lot 12974285 and no adverse trends were noted. A visual examination of the returned complaint device noted there was no damage to the catheter of the device. The balloon portion of the device was found to be ruptured, which would lead to the balloon not inflating as originally reported. The most probable root cause is operational context. (B)(4)

Event description:
It was reported to boston scientific corp that an extractor rx retrieval balloon was used during a procedure to remove to stones in the bile duct performed on (B)(6), 2010. According to the complainant, the balloon successfully inflated during preparation, however, when inflation was attempted inside the bile duct, the balloon inflated a little and then would no longer inflate. It was confirmed that no resistance was met during insertion of the device into the scope. It was reported that damage was noted on the balloon however, the type of damage is unk. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Damage - type unk. Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).